Manufacturer narrative:
As reported, the balloon of a 5f mynx control vcd popped, and the device was retracted. Hemostasis was achieved via manual pressure. The device was inserted into an unknown 5f sheath and pulled back. The tech inflated the device to prep and there were no issues with balloon. The device was stored and prepped per instructions for use (IFU). There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot f2121502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. With the limited information provided an exact cause for the reported event could not conclusively be determined, however, procedural factors, such as rapid inflation, and possible patient factors, such as calcified vessels, can contribute to this type of event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture, evidence of adequate flow and no evidence of significant pvd in the vicinity of the puncture. Neither the phr review nor the information available for review suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot# f2121502 presented no issues during the manufacturing process that can be related to the reported complaint. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported , the balloon of a 5f mynx control vcd popped and the device was retracted. Hemostasis was achieved via manual pressure. The device was inserted into a unknown 5f sheath and pulled back. The tech inflated the device to prep and there were no issues with balloon. Device was stored and prepped per instructions for use (IFU). There was no reported patient injury. The device not be returned for evaluation.